Event description:
In 2009, the patient's mother reported some of the patient's insulin infusion sets were leaking at the site location. She said he discovered this when his clothing became wet. The patient's blood glucose elevated to 300-400 mg/dl, with his normal range being 80-180 mg/dl. She stated the patient's blood glucose has now returned to his normal range after changing his infusion headset and bolusing insulin. The mother was unsure if the insulin was leaking from the headset or the connection. She did not notice any damage to the connection and the cannula was not bent. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.